Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The customer reported via sales rep that when the surgeon was reaming the femoral canal, it snapped off. Customer further reported via sales rep that the surgeon was then forced to open the leg and cut a window into the bone to hammer out the pieces that had gone into the pt. Customer added via the sales rep that once the surgeon extracted the part that had snapped into the pt, they continued the surgery to completion as normal. In addition, customer reported via sales rep that from extraction of the snapped portion to completion of surgery was over 30 minutes delay in time of completion of surgery.